Event description:
Customer reported receiving a "replace sensor" message after 8 days of wearing the adc freestyle libre 2 sensor and due to this issue the low glucose alarm did not sound. Customer experienced malaise and was incapable of self-treating and required treatment with sweetened water by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Carbon traces were observed on plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is therefore not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 8 days of wearing the adc freestyle libre 2 sensor and due to this issue the low glucose alarm did not sound. Customer experienced malaise and was incapable of self-treating and required treatment with sweetened water by a third party. There was no report of death or permanent injury associated with this event.